Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) found checked and found motor control board found suspected to be defective. Needs replacement. Replaced motor controller pcb (0671-00-0004). No error observed after replacement. Unit working properly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit has an electrical test failed code 51. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.